Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by (B)(4) on (B)(6) 2017.

Event description:
It was reported that diagnostics indicated the elective replacement indicator (eri) triggered earlier than intended. The device is providing therapy.

Manufacturer narrative:
This device was inadvertently assigned to a correction on the initial report, the correction number has been removed.

Event description:
Follow up revealed that the patient's ipg was inoperable. Surgical intervention took place on (B)(6) 2019 and resolved the issue via ipg replacement.